Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer exhibited an inactive touchscreen during threshold testing resulting in the patient experiencing asystole and syncope. The screen was subsequently active once the testing was stopped. This programmer remains in service. No adverse patient effects were reported.

Event description:
It was reported that this programmer exhibited an inactive touchscreen during threshold testing resulting in the patient experiencing asystole and syncope. The screen was subsequently active once the testing was stopped. This programmer remains in service. No adverse patient effects were reported.